Manufacturer narrative:
Device evaluation of monitor sn (B)(4) is underway. The reported problem (service code 104) was confirmed. Upon investigation the monitor displayed a service code 104. The cause for the service code was isolated to a corrupted sd card. The monitor was abnormally shutting down. A root cause investigation is underway. An internal corrective action has been issued to investigate the issue. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned (B)(4) monitor sn (B)(4) and reported that the monitor was displaying a service code 104 (sd card fault).